Event description:
A report was received that a patient is feeling uncomfortable stimulation. The patient's physician plans to revise the patient.

Event description:
A report was received that a patient is feeling uncomfortable stimulation. The patient's physician plans to revise the patient.

Manufacturer narrative:
Additional information indicates that the patient underwent an explant procedure. The patient is reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm.